Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, hemorrhage and patient complications are known risks associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that the patient underwent mechanical thrombectomy procedure for a clot located at the right middle cerebral artery (mca) m1 distal segment with different retriever devices including the subject device. After 2 passes with a non-stryker retriever device, thrombolysis in cerebral infarction (tici) score of 2a was achieved. After using several additional retrievers including the subject device, the tici score had not changed and the procedure was finished. Immediately post procedure, intracranial hemorrhage characterized by parenchymal hematoma type 1 (ph1) was noted at the treated vessel area. The patient suffered brain edema due to worsening ischemia. Decompressive craniotomy was performed. Six days post procedure, modified ranking scale (mrs) grade was 5 and patient¿s disability remained.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that the patient underwent mechanical thrombectomy procedure for a clot located at the right middle cerebral artery (mca) m1 distal segment with different retriever devices including the subject device. After 2 passes with a non-stryker retriever device, thrombolysis in cerebral infarction (tici) score of 2a was achieved. After using several additional retrievers including the subject device, the tici score had not changed and the procedure was finished. Immediately post procedure, intracranial hemorrhage characterized by parenchymal hematoma type 1 (ph1) was noted at the treated vessel area. The patient suffered brain edema due to worsening ischemia. Decompressive craniotomy was performed. Six days post procedure, modified ranking scale (mrs) grade was 5 and patient¿s disability remained.